Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) ) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) was confirmed in the archive data and during functional testing. The root cause of the ua07 was the malfunctioning load cells, likely attributed to failed components. A review of the archive data showed multiple user advisory 07 (discrepancy between load 1 and load 2 too large) around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. A load cell characterization test indicated that both load cells were over-reporting. After replacing the load cells with known-good ones, another load cell characterization test was performed and verified that both the load cells were functioning within the specifications. Subsequently, the autopulse platform was tested with the lrtf (large resuscitation test fixture) for 15 minutes without any issues. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During shift check, the autopulse platform (sn (B)(6) ) displayed user advisory 07 (discrepancy between load 1 and load 2 too large). No patient involvement.